Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the mildly tortuous and mildly calcified vessel in the forearm. A 7.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.